Manufacturer narrative:
The customer's reported condition of fail code 810:11 was confirmed a field corrective action has been initiated.

Event description:
A fail code 812:02. Information was not provided regarding whether or not the failure occured during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.